Event description:
It was reported that at the end of an atrial fibrillation (afib) procedure, the patient developed a small pericardial effusion. The physician noted that the cardiac silhouette was not moving as he would expect, so he used the boston scientific radial ultrasound to diagnose a small effusion. A pericardiocentesis was performed and 150cc of fluid was extracted. The patient experienced no hemodynamic instability and will be admitted overnight for observation as originally planned. Upon request, the bwi field representative provided additional information on the event. It was unknown if there were any other factors that might have contributed to the tamponade event. The rf generator was set to "power-control" mode at 35 watts. The flow setting was set to 15ml. The patient received anticoagulation in the procedure. The patient's updated health status is unknown.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed, it was identified that 1 piece was scraped; however DHR shows the piece was identified during the process prior the final inspection stage and documentation shows the scrap of the piece exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system : model #: m-5463-01, serial #: (B)(4). Cool flow pump,u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Lasso navigational variable eco catheter: model #: d-1343-01-s, lot #: 15724112l. Product investigation will not be performed since the catheter will not returned for analysis. Non bwi - boston scientific radial ultrasound. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No.: (B)(4).